Event description:
The distributor reported that there was no power to the pump upon insertion of the battery. There was no reported patient impact associated with this complaint. Other troubleshooting detail was not provided.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed evidence that power events had occurred. The battery compartment was found to be intact; the battery cap was not returned with the pump for investigation. The pump booted with audible alarms and a blank screen. The pump was opened and the screen was found to be cracked. The screen was replaced with a test screen and a test battery cap was inserted and the pump was exercised for 24 hours without issue.